Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection. No complications were reported and patient was discharged home the following day.